Event description:
It was reported that the blood glucose monitor would not turn on while the patient experienced hypoglycemia. The patient experienced symptoms of low blood glucose and the blood glucose monitor had no power when she attempted to use the device. The patient passed out and was unconscious at an unknown time on (B)(6) 2020. The patient's son discovered her and treated the patient with glucose gel. The patient was not taken to the hospital.